Event description:
Initially the customer contacted baxter's technical service center regarding the patient passing away, which occurred on the homechoice (hc) during use. The patient was connected. The customer wanted to end therapy on the hc after the patient had passed away from a heart attack. The baxter technical service representative (tsr) gave the customer instructions on disconnecting from the hc. There was no allegation made against the hc device. On (B)(4) 2011, baxter global pharmacovigilance (gpv) obtained the following information from the patient's son. On (B)(6) 2011, the patient experienced a heart attack and the paramedics were called. The son stated the cause of death was a heart attack. On (B)(6) 2011, the patient died. An autopsy was not performed. On (B)(4) 2011, gpv obtained the following information from the patient's peritoneal dialysis nurse (pdn). On (B)(6) 2008, the patient began peritoneal dialysis (pd) using dianeal pd4 ambuflex, total fill volume 2.3l times 5 exchanges, (lot number not reported), intraperitoneally (ip) for end-stage renal disease. The patient died in their sleep. The official cause of death was unknown. The cause of death listed on the death certificate was unknown. The death certificate was unavailable. The pdn was unaware that the patient experienced a heart attack and was unable to make any comment. It was unknown whether the patient was hospitalized prior to death. The pd therapy was ongoing at the time of death. The pdn stated the event of death was not related to the pd therapy or the homechoice machine.

Manufacturer narrative:
(B)(4). The homechoice was returned and evaluated by the baxter product analysis laboratory (pal) for the reported difficulty of home patient passed away. The device passed both the homechoice rite electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite (returned instrument test evaluation). A review of the device history record revealed the device failed the homechoice service final test and calibration for manifold leak but passed the homechoice service electrical safety test. The device was serviced and the door piston was replaced. The device passed all tests and calibrations after replacement of the door piston. A review of the previous service events showed that the device was not returned for any issues related to patient death. A review of the devices event logs revealed no failure, malfunction or iipv events that could have caused or contributed to the reported difficulty. The reported issue with regards to the device was not confirmed. The assignable cause was not determined. Per the pal evaluation of the device, no failure or malfunction was identified that could have caused or contributed to the home patient passing away.

Manufacturer narrative:
(B)(6) baxter has received the device for evaluation by the baxter product analysis lab (pal). Upon completion of the evaluation or should additional information become available, a follow-up will be submitted.